Event description:
Prior to heart transplantation, patient experienced recurrent power/flow spikes post lvad implant. Pump evaluation requested from thoratec. Upon examination, confirmed pump thrombosis.